Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer cleared the alarm and resumed insulin delivery. Reportedly, if there is a lot of insulin left then customer will reuse the insulin left in the cartridge. Tandem clinical support informed customer that re-using insulin is off label per the tandem user guide. Customer¿s blood glucose level was approximately 229-260 mg/dl.